Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on the patient underwent a procedure for implant of artificial disc. There was an unspecified issue during the milling step. The surgeon brought the patient back for emergency surgery the following day to remove the implant and perform an acdf after the patient experienced severe pain and neurological deficit.